Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed the leads migrated. Re-programming was unsuccessful. A revision procedure was completed and therapy restored.

Manufacturer narrative:
The anchors and leads were not returned to saluda. X-ray imaging was not available for review to confirm lead migration. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result.¿